Manufacturer narrative:
This device ((B)(4)) was recalled under z-0478-2013. On (B)(6) 2012, the customer returned their recall response notification stating that they would have the affected device replaced. It was not returned, however. On (B)(6) 2013, safety alert notice c/r 3022472-5-07-2013-0001-c was also issued to all customers to provide add'l safety info to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage. On (B)(6) 2013, the customer returned their signed safety alert acknowledgement form. On (B)(6) 2014, the customer reported that the device was broken, and they were issued a replacement glidescope at that time. A return authorization has also been set up for the hosp to send the glidescope back to verathon. The device will be evaluated once it is returned. The device had been in use for 1.8 years.

Event description:
The biomedical tech stated that the tip of the glidescope video laryngoscope was broken off. No pt involvement was reported.